Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as the device is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure as the physician was pulling the bolster through the patient's abdomen the peg tube got stuck within the patient. The physician called a surgeon to assist. The surgeon was able to pull the peg tube through the abdomen with no medical intervention. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.